Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coils. During the procedure, a penumbra coil stretched. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient. No further information is available.